Event description:
The customer reported that the device intermittently failed to deliver energy.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint remains under investigation. Follow-up report will be submitted upon completion of the investigation.